Event description:
The patient reported blood glucose results of "7 and 5 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter was replaced.

Event description:
The patient reported blood glucose results of "7 and 5 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter was replaced. Floow up supplemental report #1:12/2005: the following information was not included in the initial MDR. The patient had also reported along with the allegation of inaccurate erratic results that he was having an issue with the subject meter for about a month and a half. When he tested, after the countdown, the screen would go blank many times for 2-3 seconds and then the result would appear. He always retested right away and the meter gave the result right the countdown. However, he claimed that second result was lower for most of the time. He suffered no injuries and received no treatment. This case is being reported as a malfunction in addition to the accuracy and precision because of this issue.